Event description:
New information received notes the patient presented for a revision due to pocket discomfort and swelling.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported, a patient presented for a revision. During procedure on (B)(6) 2023, it was noted, the system had an infection. And it was explanted. Post-procedure, the patient was stable.